Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer's blood glucose level was recorded at 160 mg/dl. The customer was awaiting a replacement pump as their broken device was returned for assessment.